Manufacturer narrative:
(B)(4). Technical support engineer (tse)troubleshot this issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) and central processing unit (cpu) and to schedule for a service engineer to flash software with dispatch department.

Event description:
It was reported that a 840 ventilator generated an inoperative diagnostic message. The ventilator was not in use on a patient at the time of the reported event.